Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review could not be completed because no serial number was provided. Because the device was not returned, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was not infusing correctly. They stated that infusion was ending "one to two hours early". Mmdg made multiple attempts to follow up and obtain additional information about the complaint, but those attempts were unsuccessful. There were no reports of adverse effects to the patient. (B)(4).